Event description:
It was reported that the patient had been implanted with a new insertable cardiac monitor (icm) device. Boston scientific medical records provided this patient already had an icm device implanted. The boston scientific representative reached out to the clinic. The clinic reported the original icm device had been explanted after less than one month implanted because it was protruding through the skin of the patient. Device has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted based on a change to the impacts codes field in report section h6.

Event description:
It was reported that the patient had been implanted with a new insertable cardiac monitor (icm) device. Boston scientific medical records provided this patient already had an icm device implanted. The boston scientific representative reached out to the clinic. The clinic reported the original icm device had been explanted after less than one month implanted because it was protruding through the skin of the patient. Device has not been returned. No additional adverse patient effects were reported.